Event description:
It was reported that an unspecified number of syringe plastipak 10ml s/su experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: 10ml syringe with dirt. The medication was already being aspirated under sterile technique with visualized dirt. Material was discarded. Information received by email on (B)(6) 2019: the incident was noticed during use. The foreign matter looks like syringe's graduation ink. There was no exposure of blood or chemotherapy.

Manufacturer narrative:
H.6. Investigation summary: DHR, maintenance record analysis and quality notification analysis were reviewed and no deviation was found for this batch. No samples / photos were sent by the customer to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe plastipak 10 ml s/su experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: 10 ml syringe with dirt. The medication was already being aspirated under sterile technique with visualized dirt. Material was discarded. Information received by email on (B)(6) 2019: the incident was noticed during use. The foreign matter looks like syringe's graduation ink. There was no exposure of blood or chemotherapic.